Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. During a routine follow up examination, four (4) months post implant, transesophageal echocardiogram (tee) imaging revealed a device related thrombus originating from the threaded insert on the device. The device position was good, flush at the level of the ostium with no shoulders and no leak. The patient will remain on anticoagulant medication and have repeat tee at the next follow up exam.